Event description:
An insulet clinical services manager (csm) was notified by hospital nurse that pt was admitted over the weekend due to diabetic ketoacidosis (dka). Nurse stated "pt was not monitoring blood glucose (bg) levels or wearing his cgm device." Hospital staff also feel that the "extremely high temperatures in the past week may have resulted in dehydration and viability of insulin." No product was returned for investigation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the customer's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace and negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records could not be reviewed since no lot number was provided.